Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt had been having a hard time getting coupling boxes filled for the last couple weeks when trying to charge. Pt said they usually couldn't get past 4 boxes filled. Pt said it would take a lot of work to get up to 6 boxes, but if pt moved, the coupling boxes would go back down again. Pt said they had tried turning the dial already with no success and checked the portion of the antenna under the panel on the back to make sure the cord wasn't undone as that had happened at one point in the past. Pt didn't see any damage to antenna cord during the call and tried to start recharging, but could only get 2 coupling boxes filled, even after turning the dial. The issue was not resolved. No symptoms were reported. A replacement insr antenna was sent out. Additional information was received from the pt. It was reported that pt got the new insr antenna, and said that they can get 6-8 boxes filled in if they press their hand against the insr antenna, but if they release pressure the boxes drop down again. The manufacturer's patient services specialist (pss) advised pt to follow up with hcp. Pt said that their hcp was no longer practicing. Pss emailed hcp listings to pt.

Manufacturer narrative:
Continuation of d10: product ID 37791 serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that the charge level dropped when pt didn't keep pressure on the charger against their body or change position from standing to sitting. Pt had not seen a physician yet. The issue was not resolved.